Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient developed a temperature and was diagnosed with an infection. It was also reported there was redness and a pin sized hole developed, was "oozing green and the hole got bigger." Additionally reported was the patient rejected the device. The patient was treated with antibiotics and the implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.